Manufacturer narrative:
Added usage of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/19/2019. The field service engineer (fse) provided troubleshooting to the customer and recommended swapping printer circuit board (pcb) to determine if failure is pcb or power switch overlay. The customer replaced the power switch overlay and confirmed that replacement of the power switch overlay corrected the issue. The customer reported the unit was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm led failure. The device was not being used for treatment when the reported event occurred and no patient or end user was harmed.